Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a bent cannula that caused their blood glucose to go high. Their blood glucose level during the incident was 428 mg/dl. They treated with a manual injection. They changed out the infusion set and the reservoir. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.